Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the during an implant attempt, the lead dislodged two times. It was noted the patient has very high pressures in the right ventricular. The lead adheres but all slack on the lead is pushed back up to the atrium putting tension on the lead and it eventually dislodges. The lead was not used. No patient complications have been reported as a result of this event.